Event description:
Physician reported damage to the right implant. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Photo device analysis: visual analysis of the photographs identified: material rupture and failure of implant observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Physician reported damage to the right implant. The device was explanted.